Manufacturer narrative:
The event was discovered during a retrospective review of case report forms by (B)(4) between (B)(4) 2010 and (B)(4) 2010. The event was forwarded to appropriate personnel on (B)(4) 2010 for complaint/MDR determination after completion of the review. Implantation of components at multiple levels was 510k approved at the time of implantation. No devices returned. Additional patient follow-up information: dos + 36 days: left hand numbness. Dos + 92 days: copd flare up. Dos + 112 days: patient reported increased pain when bent over, from back down right leg into shin. Dos + 135 days: posterior lumbar decompression performed.

Event description:
Patient underwent fusion, decompression (laminotomy, foraminotomy) and bony arthrodesis in (B)(6) 2008 at the l3-4 and l4-5 levels. Approximately 135 days after surgery, the patient underwent posterior lumbar decompression at l4-5 (laminectomy, facetectomy, foraminotomy and bilateral discectomy). The surgery included implantation of another manufacturer's pedicle screw construct and interbody bone grafts. Original hardware remained implanted.